Event description:
At implant, physician was inserting the catheter into the spinal canal when the catheter "broke off" and the distal portion entered the intrathecal space. The broken catheter fragment could not be retrieved due to the patient's multiple spinal fusions and risk of the procedure. The physician aborted the implant and patient has been returned to oral therapy.